Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead had high pacing impedance when connected to the device. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the set screw marks on the connector pin were too proximal. The analyst noted that there is only one set of set screw marks on the df4 pin and it is too proximal. The lead was not fully inserted into the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.